Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: correction: d4: lot number corrected investigation summary.this device was returned for evaluation. A visual and functional assessment was performed on the returned device. No issues were identified with the device. All the pre-repair diagnostic assessment tests passed. During service/repair the following were observed: attachment passed all pre-repair diagnostic assessment. Attachment tested worked within specification. During service/repair the following was observed: no defect found. Conclusion: failure reported is not confirmed. Root cause: no failure found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 3 of 3 of the same event: it was reported that during an unspecified surgical procedure the electric pen drive device burned a patient during use. It was reported that the device was used with reciprocating saw and drill attachment devices. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. Patient involvement and injury were reported. However, it is unclear whether any medical intervention was provided or if prolonged hospitalization was required as a result of this event. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d4, h4: primary UDI number and device manufacture date added.